Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly experienced a "deep tissue pressure injury" in the mucosal tissue; therefore, a wound consult was completed, the device was removed, and barrier cream was applied to the outer anal skin. The patient was being rotated every couple of hours, the device was inserted on (B)(6) 2018 and removed on (B)(6) 2018 after the injury was noticed on (B)(6) 2018, and the mucosal pressure injury was semi-circular in shape. It was reported that no bleeding occurred. It was later reported that the mucosal injury was "described as 0.5 x 1.5 anterior anus." Barrier creams are over the counter medications. (B)(6) register nurse.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this fecal management system product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product catalog number is unknown, the fecal management system product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient allegedly experienced a "deep tissue pressure injury" in the mucosal tissue; therefore, a wound consult was completed, the device was removed, and barrier cream was applied to the outer anal skin. The patient was being rotated every couple of hours, the device was inserted on (B)(6) 2018 and removed on (B)(6) 2018 after the injury was noticed on (B)(6) 2018, and the mucosal pressure injury was semi-circular in shape. It was reported that no bleeding occurred. It was later reported that the mucosal injury was "described as 0.5 x 1.5 anterior anus." Clinical statement: barrier creams are over the counter medications. (B)(6) rn.